Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the image resolution poor was associated with patient and procedural conditions as visualization was reported to be difficult due to a rotated heart. Additionally, a cause for the thrombosis/thrombus and mitral valve insufficiency/ regurgitation (mr) cannot be determined. However, thrombus and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus and recurrent mitral regurgitation. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted imaging was difficult due to a rotated heart. An xtw clip was inserted and deployed on the mitral valve, reducing mr to a grade of 1. However, after the clip was deployed, it was suspected a clot formed in the aorta above the left atrium (la). Although the clot was suspected, the physician decided to not perform any intervention and see how the patient was feeling during the one month follow up. On (B)(6) 2022, echocardiography was performed and showed mr had slightly increased to a grade of 2. The clip was stable on the leaflet and there was no tissue damage observed. The patient was doing well; therefore, no additional treatment was performed.